Manufacturer narrative:
The insulin pump low reservoir alarm feature worked properly. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported the customer was low on her reservoir but was not alerted. The customer's insulin pump passed the steps on the displacement verification table. Troubleshooting did not find any alarms in the alarm history. The customer was asked to return their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.